Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported off no power anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had insulin in the pump and it died without warning. The customer stated that the type of battery used is duracell coppertop. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer was advised to insert new aaa batteries. The customer was advised to monitor the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored and tested with no off no power alarm noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. However, the insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.